Event description:
It was originally reported that during a lumbar radio frequency ablation procedure, the patient experienced a burn at the grounding pad site. When ablation was being performed, there were issues of getting up to temperature but the procedure was able to be completed. The grounding pad had been placed on the fatty tissue of low back and hamstring and when removed a burn was noted. It was later confirmed by the physician that the procedure was completed with no device malfunction and a burn did not occur. There was no adverse event to the patient.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. System logs from the date of last use have been reviewed and included which indicate multiple and repeated abnormally high impedance readings which resulted in a subsequent error message and notification for the operator to check the ground pad. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The error message captured within the system logs was unable to be reproduced.

Event description:
Related manufacturer report number: 2182269-2020-00041. During a lumbar radio frequency ablation procedure, the patient experienced a burn at the grounding pad site. When ablation was being performed, there were issues of getting up to temperature but the procedure was able to be completed. The grounding pad had been placed on the fatty tissue of low back and hamstring and when removed a burn was noted. Further information regarding the event was requested but not received.